Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, low pacing impedance and episodes of noise resulting in oversensing and inappropriate mode switch were noted on the right atrial (ra) lead. Lead damage was suspected but not confirmed. The patient was stable and will continue to be monitored.